Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected battery power loss and a physical damage to retainer ring. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 the customer alleged power loss alarm and cosmetic damage(damaged retainer ring). Device received with detached retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Device received with pillowing keypad overlay, cracked keypad overlay, and scratched case identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. In further full review in the device history found no power loss alarm on the event date of (B)(6) 2021; however, found: lower battery alarms on (B)(6) 2021 at 18:37:01. Replace battery alarm on (B)(6) 2021 at 19:00:00. On 07/04/2021 at 19:00:00. On (B)(6) 2021 at 06:00:00. Replace battery now alarm on (B)(6) 2021 at 09:31:00 and 09:41:00. On (B)(6) 2021 at 19:31:00. On (B)(6) 2021 at 19:31:00. On (B)(6) 2021 at 06:31:00 and 06:41:00. Power loss alarm on (B)(6) 2021 at 11:26:32. On (B)(6) 2021 at 22:40:13. On (B)(6) 2021 at 08:33:44. Insert battery alarm on (B)(6) 2021 at 19:30:34, 19:30:48, and 19:30:58. Failed battery test on (B)(6) 2021 at 19:30:46 and19:30:48. Device passed self test, sleep current measurement, and active current measurement. Unable to perform displacement test due to missing retainer ring. No unexpected low battery, replace battery alarm, replace battery now, power loss, insert battery, and failed battery test alarms during testing. In summary, pump did not pass all required testing, due to being unable to perform displacement test due to missing retainer ring. Customer alleged for power loss alarm was not confirmed. Customer allegation of cosmetic damage(damaged retainer ring) confirmed where detached retainer was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.